Event description:
It was reported a case where the patient had two lesions in the left ica (internal carotid artery). The strategy was to perform percutaneous transluminal angioplasty (pta) and stent (subject device) the distal lesion, and perform pta for the proximal lesion. Following angioplasty of the proximal lesion using two different size balloon catheters, the distal lesion was dilated with second balloon catheter. When dilating the distal lesion, a dissection was noted at the lesion, and the physician¿s opinion of the cause was pta. Stenting was attempted, but the stent was unable to reach the distal lesion, and was deployed in the proximal lesion, which was intended. No treatment was performed for the dissection. The patient condition immediately after the procedure as a result of these issues was stable, and the current patient condition is fine.

Event description:
It was reported a case where the patient had two lesions in the left ica (internal carotid artery). The strategy was to perform percutaneous transluminal angioplasty (pta) and stent (subject device) the distal lesion, and perform pta for the proximal lesion. Following angioplasty of the proximal lesion using two different size balloon catheters, the distal lesion was dilated with second balloon catheter. When dilating the distal lesion, a dissection was noted at the lesion. Stenting was attempted, but the stent was unable to reach the distal lesion, and was deployed in the proximal lesion. No treatment was performed for the dissection. No additional information is available.

Manufacturer narrative:
The subject device will not be returned because it was disposed at the hospital.

Manufacturer narrative:
Additional mfg narrative: additional information received indicated the subject device deployment in the proximal lesion was intended. Based on this information, the manufacturer has reviewed all information and determined this event no longer meets the requirement of a reportable event for the subject device.